Event description:
The manufacturer received information alleging a calibration valve circuit failed on a trilogy evo device. There was no harm or injury reported. The device was returned to a third party service center for evaluation. The service center repaired the device and returned it to the customer.

Manufacturer narrative:
H3 other text : device serviced by third party service center.